Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation findings. We are unable to confirm or determine the root cause of the reported thermal event. We are unable to determine relationship to res#90987 due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the dash controller/personal diabetes manager (pdm) battery had become swollen and, subsequently, the battery door could not be closed. No harm to the patient was reported and no medical assistance was required.